Event description:
The letter alleges the aluminum bracket on the right side broke and the left side bracket cracked. The dealer allegedly used a radio bracket to "rig" the chair until the parts were ordered and received to repair the chair. In 03, both brackets broke causing the consumer to fall out of the chair and allegedly sustain severe personal injuries to their back and neck.